Event description:
The customer reported the tube was bent and the insulin pump was not giving any warnings that there was no delivery. Customer stated was hospitalized for three days and gone through as many quick set and infusion sets because it was not working right. Customer's blood glucose at that time was 500 mg/dl. Troubleshooting was done. Customer's blood glucose was 486 mg/dl. Customer treated with insulin pump and blood glucose came down to 317 mg/dl. Completed troubleshooting for bent cannulas advised the customer to report back if reoccurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). See manufacture report 2032227-2014-52276.